Event description:
Per the independent repair center, the customer alleged problem the unit is alarming or red light. The key failure is the heat exchanger hose was disconnected from the manifold assembly, reattached.